Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up has been requested and no further information has been made available at this time.

Event description:
It was reported that the patient implanted with this device had expired at home. The device has been implanted for less than one year. Follow-up information has been requested and has been inconclusive on the cause of death or situation surrounding the death. No complaints, allegations, or previous contacts regarding the device have been received.